Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the surgeon placed the device in the trocar during a laparoscopic esophagectomy, the surgeon noticed a blue piece of the trocar seal fell into the patient. The surgeon retrieved the blue fragment from the abdomen to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the circular seal was cut. The trocar, cannula, and envelope seal appeared intact. The obturator was not received. A sample jar was received with a piece of medical gauze. The gauze had a stain that could not be determined of its origin. A functional evaluation found that the device passed an air leak test. The envelope seal passes however the instrument seal leaks during manual manipulation using an endo peanut. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the cut in the circular seal may occur when mishandled during clinical application. If information is provided in the future, a supplemental report will be issued.